Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
It was reported that a 13.2mm, vticm5_13.2, -5.50/2.0/011 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchange for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was reported to be the device, the reporter stated "calculation error."